Manufacturer narrative:
(B)(4). Customer will not return the product as customer satisfied with the back to back testing results on the initial call. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 67 mg/dl. The customer's expected fasting blood glucose test result range is 98 to 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 104 and 104mg/dl. After performing these tests, the customer's daughter stated that she is comfortable with the meter and the results she is receiving on the meter. The test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is 08/01/2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Memory:all control solutions reading. The customer has not tested on the true metrix air meter since (B)(6) 2016 at 9:21 am. When customer obtained the blood result of 67 mg/dl fasting which is customer concern. The customer informed that if the control solution result was reading within range then the meter and test strips are reading properly. The control test run with the customer with a result of 44 mg/dl, which was within range.